Event description:
It was reported that after a diagnostic angiogram due to subarachnoid haemorrhage, arteriotomy closure of a common femoral artery was achieved using a starclose se device. One day after the vessel closure procedure that was reported to be good without incident, the patient remained in the hospital as the right foot was cold. Several days after the patient started to recover and ambulate, claudication of the limb developed. On (B)(6) 2014 a doppler ultrasound and helical computed tomography angiography were performed revealing a stenosis just at the point where the clip was deployed that affected blood flow to the superficial femoral artery. Per the physician, if the symptoms persist, surgery to repair the artery will be indicated. It is also believed that there is a hematoma that is causing the symptoms and when the hematoma resolves, it is believed that the patient will improve. The patient is continuing to recover. The physician was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - gender corrected from male to female. Correction - date of event was changed from (B)(6) 2014. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.